Manufacturer narrative:
Date of event, implant date: estimated dates. The devices are reported from an article; and therefore, will not be requested for return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effect reported will be filed under a separate medwatch. (B)(4). Literature: outcomes of ttvi in patients with pacemaker or defibrillator leads data from the trivalve registry.¿ (B)(4).

Event description:
This is filed to report pericardial effusion, renal failure,heart failure, cerebrovascular, myocardial infarction, atrial fibrillation, sepsis, prolonged hospitalization, worsening and recurrent tricuspid regurgitation. It was reported through a research article identifying mitraclip devices that may be related to the following: death, pericardial effusion, renal failure,heart failure, cerebrovascular, myocardial infarction, atrial fibrillation, sepsis, prolonged hospitalization, worsening and recurrent tricuspid regurgitation. Specific patient information is documented as unknown. Details are listed in the article, titled outcomes of ttvi in patients with pacemaker or defibrillator leads data from the trivalve registry.¿

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [cn-026599.pdf].

Manufacturer narrative:
B3: date estimated. The UDI is unknown because the part number and lot number were not provided. The devices were not returned for analysis. The lot history record (lhr)and similar complaint review could not be performed because this incident was based on an article review and no device/lot information was provided. The off-label use is related to use of the mitraclip on the tricuspid valve. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip system is indented for reconstruction of the insufficient mitral valve through tissue approximation. In this case the devices were used for tricuspid valve procedures; however, it is unknown if the use of the mitraclips for tricuspid valve procedures contributed to the reported issues. The reported patient effects of pericardial effusion, renal failure, cerebrovascular accident, myocardial infarction, atrial fibrillation, heart failure, and sepsisas listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. A conclusive cause for the reported pericardial effusion, renal failure, cerebrovascular accident, myocardial infarction, recurrent tricuspid regurgitation, atrial fibrillation, heart failure, sepsis, and worsening tricuspid regurgitation cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.